Event description:
The customer reported that the ortho provue analyzer did not detect weak reactivity with a known positive sample (anti-e) while performing antibody screen testing. Misidentification of blood type during antibody screen testing, may result in transfusing the patient with antigen-positive blood, which may result in a hemolytic transfusion reaction. There was no patient sample information released.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and performed cleaning and mantenance. No definitive root cause was determined for the reported incident. However, verification of the camera alignment and cleaning of the diffuser plate has returned the instrument to its expected operation.